Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an artificial urinary sphincter (aus) on (B)(6) 2019. The aus pump was explanted and a new aus pump was implanted. Additional information was reported that the patient experienced healing difficulties.